Event description:
Caller alleged discrepant results with the inratio meter compared to the lab. Results as follows: date: (B)(6) 2012, lab: 2.7, inratio: 1.3. Date: (B)(6) 2012, inratio: 4.3, 1.8, 3.0. Testing performed within about two hours of lab test. Testing performed minutes apart on different fingers. Pt self tester's therapeutic range is 2.5 - 3.5 for valve replacement. Pt had IV heparin on (B)(6) 2012.

Manufacturer narrative:
Investigation pending.